Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The buttons were tested successfully, however the soft component of the buttons are damaged and restricted handling of the pump is a possible implication.

Event description:
Reporter stated the infusion device gave an acoustic alert and switched to the quick bolus mode by itself and none of the buttons would function. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.